Manufacturer narrative:
Evaluation of the reported medical device was not conducted as the medical device has not yet been returned to the manufacturer as of submitting this report. If the device is returned to the manufacturer, an evaluation will be conducted, and a follow-up report will be sent.

Event description:
After a procedure with the tenex system, it was discovered that a portion of the microtip needle had separated from the rest of the handpiece. The piece was retrieved from the patient, and an ultrasound confirmed no foreign bodies remained. There were no patient complications reported and no further treatment needed.

Manufacturer narrative:
Follow-up report #01. Sections b4, d9, g6, h2, h3, h6 and h11 have been updated with new information. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.